Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter stated the the battery compartment and cap had stripped threads. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: the pump's black box showed battery alarms following pump reboot events on (B)(4) 2016. The battery compartment was found to be cracked. The battery compartment had damaged threads. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications.